Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that a customer had contacted (B)(6) alleging their unknown meter (patient had stated that they were using verio strips) was reading inaccurate. The complaint was classified based on customer service representative (csr) documentation, since the patient could not be reached to obtain additional information. It is unknown when the meter issue began, or what the alleged inaccurate results were. No information is available regarding how the patient manages their diabetes. The reporter stated that the patient alleged that he developed symptoms of ¿coma¿. It is not known what treatment if any the patient received. Csr noted it was not possible to carry out any troubleshooting. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.